Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)- no complaint was received with the return of the device. Failure (event) observed during analysis. Analysis found an anomalous rf module. It is believed that the rf module caused an excessive current drain, which depleted the battery.